Event description:
Patient was found unresponsive by his wife on (B) (6) 2010 at 0800 at home. Wife called ems, who obtained a blood glucose result of 46 mg/dl (meter used unknown). Patient was transported to the hospital by ems. At the ER, patient was tested with inform meter (B) (4) with a result of hi (greater than 600 mg/dl). Test was performed again within 10 minutes, and result was 531 mg/dl. Stat lab was requested and blood draw was within same 10 minutes; lab result was 23 mg/dl. The staff did not treat patient based on either meter reading. Lab was awaited for 30 minutes; during this time, the patient became unresponsive and lapsed into a hypoglycemic coma. Patient was transferred to ICU and treated with various glucose IV and insulin IV. On (B) (6) 2010, the patient was checked with a meter (type unknown) and reading was 403 mg/dl. A lab draw was performed on the patient within 10 minutes, yielding a result of 23 mg/dl. Patient was treated with 2 amps of d50w because he would not arouse. Patient was treated and released on (B) (6) 2010. It was noted that the patient meets the limitation criteria regarding decreased peripheral blood flow due to metabolic acidosis. Caller was advised to no longer perform fingersticks on this patient. Patient ph = 7.12 which is low, and patient did not respond to sodium bicarbonate that was administered. No additional events occurred or treatments administered. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.